Event description:
(B)(4). I've had hot sweats, swelling, blood clots, dizziness, chest pains, anxieties, long periods, blood in my stool, flu like symptoms, a hard time getting out of bed as well very sharp stabbing pains in my bottom.